Manufacturer narrative:
Device evaluation anticipated, but not begun. Method: (B)(4) device evaluation anticipated, but not begun. Conclusion: (B)(4) device evaluation anticipated, but not begun. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Operative report and echo has been requested, but not received. Investigation is on-going.

Manufacturer narrative:
As received the valve exhibits no inconsistencies, the leaflets are flexible and the wireform is intact. The valve was examined visually and with a light microscope. The valve will be sent to research and development for functional testing. Research and development completed the functional test and concluded with the following: this valve was explanted at implant due to a suspected perivalvular leak noted on echo. No echocardiography was provided, thus the behavior of the valve and the perivalvular leakage observed in vivo cannot be confirmed. Edwards' standardized in vitro testing showed a trf of 9.7%, which is most likely through non-central origins and is lower than the 15% maximum allowable for this size valve per (B)(4). A small amount of non-central leakage is typical for this type of bioprosthesis and should be reduced to a negligible level shortly after the reversal of heparin's effect in the initial implant. Method: x-ray. Requests have been made to obtain the intra-operative echo; no additional relevant information has been received.

Event description:
The surgeon had explanted the device at implant and was closing the patient when he discovered what looked like a paravalvular leak on echo. Both he and the echocardiologist were unsure, so they opted to remove the valve. The surgeon comment he didn't think it was the valve's fault because the annulus was heavily calcified.

Event description:
The operative report provided on (B)(6) 2011 indicates the patient was diagnosed with coronary artery disease and aortic stenosis. The report further states, "the valve which was initially placed when the patient was brought off cardiopulmonary bypass and de-aired, was noted that there was a large leak. It was unclear whether this was perivalvular or valvular. No evidence of any area where the sutures were loose or poor seeding was found. However, because of the large size of the lesion, it was felt that the valve should be removed and a new one placed. Once this was removed and a new one placed, on a second time coming of bypass, there was no evidence of any perivalvular leak. There were a few areas, when the valve was re-examined, the dacron coverings seemed a little thin. However, do not feel that this would have caused the insufficiency. Once again, it was hard to tell on echocardiogram whether it was perivalvular or valvular. However, the angle at which the insufficiency was coming suggested most likely it was perivalvular."